Event description:
It was reported a balloon ruptured on the first inflation during an arteriovenous hemodialysis fistula graft dilatation of the venous anastomosis. Following balloon rupture, it was noted the balloon material had detached in the pt. Retrieval was unsuccessful and the balloon material remains in the pt. Another balloon was used to successfully complete the procedure. The pt's condition is good. The device has not been rec'd for evaluation. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-op scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque and calcification. The above factors may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."